Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h4. H4 - corrected device manufacturer date. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. For the broken power button, the investigation results confirmed the main switch was an older version. Since the product was manufactured prior to a design change of the power switch, it is presumed that the power switch was damaged due to the amount of operating force applied to the power switch and the number of times exceeding the expected value. There has since been a design change to prevent reoccurrence. For the scope detection not working, the investigation results confirmed the failure was due to a faulty scope socket. The specific root cause of the faulty scope socket could not be determined at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is submitted to provide additional event related information and initial reporter information. Updates to sections b5, e2 and e3.

Event description:
There was no delay in procedure in which the subject device was used.

Event description:
A user facility reported to olympus that the power button was broken. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed - the evaluation found that the power switch was stuck in "powered on" mode and the unit automatically powered on when plugged in. It was determined that the power switch is a previous version. In addition, it was determined that scope detection did not function due to failure of the scope detection sensor. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.